Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (fmr) with grade 4. A mitraclip ntw was selected for treatment and deployed. However, following deployment, a single leaflet device attachment (slda) from the posterior leaflet was noticed. There was evidence of new chordal rupture as a result of maneuvering the first clip and/or the slda. The slda was likely due to the patient anatomy. Difficulty visualizing the leaflets occurred due to patient anatomy. A mitraclip ntw was attempted for implant but was not successful. Difficulties with grasping the leaflets and difficulties with capturing the leaflets occurred. It was difficult to see the clip arms in the leaflets, and could not get an adequate grasp to reduce the mr. The device was removed. A mitraclip xtw was implanted to stabilize the slda clip instead. The procedure was completed with two clips implanted. The mr was reduced to grade 1-2. There was no clinically significant delay in the procedure. No additional patient complications were reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported poor image resolution was associated with difficult imaging due to anatomy. The reported unspecified tissue injury associated with the chordal rupture could not be determined. The reported incomplete coaptation associated with the single leaflet device attachment appears to be due to challenging patient anatomy (displaced coaptation 19mm into the left ventricle, fairly immobile/ tethered anterior leaflet, and a horizontally situated heart). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.